Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was less than 60(mg/dl). Reportedly, the customer continued using the pump for insulin therapy.